Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in a button error alarm. The caller reported that the device was exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The caller stated that she would contact their health care provider. The product was not returned or replaced.